Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot and master lot. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
Customer reporting one event of rh discrepancy for sample from pregnant female. According to customer,sample with no history, was tested at facility on (B)(6) 2016 using mts abd/rev grouping gel cards lot # 122915037-03 exp 11/17/16. Sample showed 2+ reaction in the anti-d microwell, so site reported patient blood type as group o, rh positive. Customer further added patient went to a second facility and using a non-ortho automated system, patient was typed as group o, rh negative. Patient delivered, rh positive baby. According to customer, fetal screen test was positive and kb was positive. Patient was administered rhogam. Customer further added, patient went to a third facility and again using another non-ortho automated system, patient type as group o, rh negative. Daily qc testing was acceptable. Customer was not able to retest sample because of time frame sample was discarded. Issue started on: reported (B)(6) 2016. Frequency: 1x. Methodology used: gel method. Incubation time (for manual test only): 15 mins. Reaction grade obtained: 2+ abd/rev grouping cards. Test repeated: yes, but at different facilities using automated systems and rh was reported negative. Reagent/protocol-handling (reagent): ok. No physical issues noted with lot. Customer states they passed visual inspection. Ortho discussed clones used in gel method vs other system. Customer is aware of variances among clones. Also recommend molecular testing for future confirmation. Customer satisfied with discussion. Only reporting incident for documentation.